Event description:
It was reported that an ilet user contacted support to reach the clinical team due to unexplained blood glucose spikes and recurrent bent infusion cannulas, with device data syncing attempted and a transfer to clinical not completed. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included customer interviews and review of available device usage information. Investigation of this case revealed suspected infusion set integrity issues consistent with bent cannulas that can impede insulin delivery, though a definitive cause was not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.